Manufacturer narrative:
Lot number will remain unknown as packaging was discarded by customer. After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h3, h6, and h10. Complaint conclusion: as reported, proper hemostasis was not achieved after the 6f/7f mynxgrip vascular closure device (vcd) was removed from the patient's body. There were no reports of patient injury. The mynx device was prepared and used according to the instructions for use (IFU). The mynx vcd was used in an interventional procedure employing a retrograde approach. The deployer was mynx certified. A 7f non-cordis sheath introducer was used. The suitability of the femoral artery was verified on angiography, including the insertion angle of the vascular sheath introducer, which was between 30-45 degrees. The procedure involved the common femoral artery (cfa), and the vessel diameter was confirmed to be greater than or equal to 5 mm with little vessel tortuosity and no presence of peripheral vascular disease (pvd) or calcium at the puncture site. Hemostasis was achieved by manual compression for less than 30 minutes. Pulsatile bleeding of the puncture site was immediately noted upon removal of the advancer tube. The patient has since recovered. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the stopcock in the open position. Neither the procedural syringe, nor the sheath were returned with the device. Neither the sealant, nor the advancer tube were returned due to a possible full device removal attempt. The device was inspected for damages that may have contributed to the reported event, and no anomalies were observed to be reported. A dimensional analysis was executed by measuring with a ruler the distance between the inflated balloon and the shuttle tube. During this analysis, it was observed that the balloon was 4mm apart from the shuttled tube as expected per the device design. Per functional analysis, the simulated deployment test could not be executed to ensure the functionality of the returned device as the advancer tube and sealant were not returned to emulate the deployment system. Nevertheless, the shuttle was pulled in the proximal direction and then it was push again to its manufactured position to evaluate the correct expected displacement of the shaft. During this analysis, it was observed that that no impediment or unexpected condition was observed to be present with the returned unit that could be related to the reported event. Visual inspection at high magnification showed that neither the sealant, nor the advancer tube were present in its manufactured position, meaning that the deployment mechanism trigger was completed prior to the returning of the device for analysis. The reported event of ¿sealant-failure to achieve hemostasis¿ was not confirmed through analysis of the returned device due to the nature of the complaint and there were no issues noted. The exact cause of the issue experienced by the customer could not be determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the failure to achieve hemostasis event reported since the device was returned in a condition that suggests a complete removal of the device (sealant and advancer tube were not received) with no damages/anomalies noted that could be attributed to the reported failure. However, patient factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and is frequently related to stick technique, anticoagulation, blood pressure, adequate device/sheath removal technique, and proper placement of the sealant at the arteriotomy or venotomy. According to the product¿s IFU, which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, proper hemostasis was not achieved after the 5f mynx grip vascular closure device (vcd) was removed from the patient's body. There were no reports of patient injury. The mynx device was prepared and used according to the instructions for use (IFU). The mynx vascular closure device (vcd) was used in an interventional procedure employing a retrograde approach. The deployer was mynx certified. A 7f non-cordis sheath introducer was used. The suitability of the femoral artery was verified on angiography, including the insertion angle of the vascular sheath introducer, which was between 30-45 degrees. The procedure involved the common femoral artery (cfa), and the vessel diameter was confirmed to be greater than or equal to 5 mm with little vessel tortuosity and no presence of peripheral vascular disease (pvd) or calcium at the puncture site. Hemostasis was achieved by manual compression for less than 30 minutes. Pulsatile bleeding of the puncture site was immediately noted upon removal of the advancer tube. The patient has since recovered. The device will be returned for evaluation.